Event description:
Pt reported performing back-to-back tests, on the suspect device, with results of 550 mg/dl and 300 mg/dl, respectively. Pt indicated that he did not trust the results, and as a result, did not take his normal dose of insulin. Pt stated that, approximately 10 minutes, he lost consciousness. Pt stated that his spouse phoned emergency medical services, and upon their arrival (30 minutes later), his blood glucose measured 40 mg/dl (using paramedics' blood glucose monitor). Pt was reportedly treated with an intravenous dextrose solution. No additional treatment was received. Pt's current condition: stable. Qc testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.